Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the corrosion inside socket tubing is cause traced to component failure and for dust contamination inside the air pump tubing is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the xenon light source to the service center for a separate issue. During the device analysis, the service team indicates that corrosion inside socket tubing and dust contamination inside the air pump tubing was found. There was no patient involvement.